Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract. No pt injury was reported.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.